Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that ¿host pc faulty¿. Upon inspecting the system, fse confirmed that the host pc was not booting up. Issue reoccurred and reported. To resolve the issue, fse then replaced the host pc and hard disk. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device was not booting. The device was not in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.